Event description:
It was reported that the micro sagittal saw was sent in for service. Upon eval, it was found to overheat. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.